Event description:
It was reported that a user of the ilet system experienced elevated morning blood glucose readings while using a dexcom g7 and an infusion set (6 mm cannula, 23 in tubing), with no alarms or alerts reported. Symptoms included hyperglycemia. Outcomes included no hospitalization and continuation of therapy with education and troubleshooting. Investigation included customer care review, user interview, and guided troubleshooting that addressed infusion site rotation and tubing/set replacement. Investigation of this case revealed that use of a single abdominal area with potential scar tissue and suboptimal site selection could contribute to reduced insulin absorption, and that education on site rotation and set change was provided along with shipment of replacement supplies. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.